Event description:
A surgeon reported a pt with a refractive surprise following intraocular lens (iol) implant surgery. The surgeon reported the pt had a history of amblyopia and a possible forme fruste keratoconus. In a f/u, the surgical consultant for the surgeon reported that the lens was exchanged.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 11/18/2010, 11/20/2010, 11/29/2010, and 12/03/2010 by phone, fax, and mail. A completed questionnaire was rec'd on 12/09/2010. (B)(4).